Event description:
It was reported that the patient had a controller fault alarm. The patient was asymptomatic, and the pump parameters were stable. The controller was exchanged in-clinic, resolving the alarm. The patient was discharged to home in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the returned system controller. During evaluation of the returned system controller a controller fault alarm activated after performing a system controller self-test. The lcd bitmap software on the system controller was then reloaded, resolving the issue. The controller then passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded system controller event log file contained approximately 11 days of data (02jun2023 ¿ 13jun2023 per the timestamp). The log file captured a controller fault alarm associated with an lcd communication issue from 12jun2023 at 19:23:54 until the controller was powered off (captured on (B)(6) 2023 at 00:31:55). The driveline was disconnected on (B)(6) 2023 at 00:29:42 to exchange the system controller. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the lcd bitmap software becoming corrupted was unable to be determined through this analysis . The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 04may2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including controller fault alarms, and the actions to take if the alarm cannot be resolved. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.